Event description:
Report received of air in the tubing distal to the in-line filter. It was reported that the homecare patient was receiving a 3 in 1 tpn infusion via a single lumen PICC. The set was primed via the pump. After the infusion was initiated, "a couple of inches" of air was noted past the in-line filter. It was reported that the homecare nurse aspirated the air out through the y-site. Therapy was resumed. The air reappeared in the tubing distal to the in-line filter following clearance of the line. Subsequently, the tubing set was reprimed via the pump and the infusion was restarted. However, there was air noted again distal to the in-line filter. The patient refused to continue with the tpn therapy. The patient's physicians were notified of the event. The therapy was resumed two days later using another manufacturer's infusion pump. There were no changes in the patient's blood glucose level and the patient was able to have some oral intake. There were no reported adverse effects to the patient. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.